Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient fell on the toilet and hit the pump area on the back of the toilet on (B)(6) 2013. The area around the pump was very bruised. It was noted that patient was ¿shaking and very sick with a periodically morphine taste in mouth like an extra dose was being received¿. Thursday the second day, the patient was fine. Friday the third day, the patient began feeling sick. Saturday the fourth day, it was reported that the patient went to the emergency room (ER). At that time, the healthcare provider (hcp) was not able to be reached and nothing was done in the ER. It was noted that the area around the pump was immense, bruised and swollen to about 1.5-2 inches from her abdomen. Monday the sixth day, patient saw hcp and an MRI was done. It was noted that fluid was discovered around the pump area. It was reported that ¿high up where the probe was a crack or something in the open space in the probe¿. The catheter was referred to as a ¿probe¿. The reporter was not certain where the crack was located. It was noted that the patient was very sick and ¿can¿t even leave the house¿ for the dye study appointment that was scheduled on (B)(6) 2013 and the patient did not believe she could wait that long. It was indicated that hcp believed that the symptoms the patient were having did not relate to the drug infusion system. Morphine was being delivered in pump.